Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported error code 571.6241 on 8300 unit. There was no patient involvement.